Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery. The customer's blood glucose reading was 325 mg/dl at the time of incident. Troubleshooting found that the battery contacts and cap were damaged and customer was advised that a new battery cap would be provided to them to rule out any possible issues and to call back if cap does not resolve the problem.